Manufacturer narrative:
.

Event description:
It was reported that inappropriate mode switching due to competitive atrial pacing was observed. The device was reprogrammed. Patient monitoring will continue.